Event description:
Additional information reported the second motor stall which had not recovered. The cause of the motor stall was unknown. The further actions required include a follow-up for a dye study and MRI. The patient was also taking oxycodone and clonidine at the time of the event. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported pump was replaced on (B)(6) 2015. A catheter dye study was performed and the catheter was determined to be patent. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump ngv432071h revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a stall due to gear wheel 3.

Manufacturer narrative:
Correction to date of this report: 2015-04-30.

Event description:
Additional information received from the health care provider reported that troubleshooting consisted of reading the pump logs, refilling the pump, and performing a dye study. It was clarified that the previous "pump had failed" allegation referred to the motor stalls. The cause of the issue had not been determined, but the issue had resolved following replacement.

Event description:
Additional information later received reported that the patient was hospitalized sometime in (B)(6) 2015 for a rule out mi and was stabilized for this condition. The patient seen on (B)(6) 2015 and had a cap dye study. They planned to replace the pump on (B)(6) 2015. The pump was used to deliver fentanyl and clonidine.

Event description:
The patient was in the ICU (intensive care unit) due to cardiac events. The pump was interrogated and the pump logs showed a motor stall and recovery after 90 minutes due to an MRI on (B)(6) 2015. On (B)(6) 2015, there was a motor stall and no MRI had been done. On (B)(6) 2015, it showed a ¿stopped pump may exceed tube set¿ message. No motor stall recovery was recorded in the logs. The device system was delivering clonidine, bupivacaine, and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Previously reported patient code (B)(4) no longer applies to this event. The event has been updated to include the following: (B)(4).

Event description:
Additional information received from a health care provider (hcp) reported that the patient experienced severe nausea, vomiting, and cognitive changes. A magnetic resonance image (MRI) was done to rule out granuloma. The results were negative. The pump was replaced on (B)(6) 2015. A consumer later reported that the pump had "failed" and that the patient was "messed up for a long time". The pump was infusing 600 mcg/ml clonidine at 399.72 mcg/day, 5 mg/ml bupivacaine at 3.331 mg/day, and 30 mg/ml morphine at 19.986 mg/day. The patient's medical history includes non-malignant pain and post lumbar laminectomy syndrome.